Event description:
Per the clinic, the patient experienced poor sound quality, facial nerve stimulation, dizziness, non-auditory sensations, lack of benefit and poor performance with the device since activation. It was also noted fluctuation in impedance. Reprogramming attempts were made; however, the issue could not be resolved. Subesequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery on the contralateral side.

Manufacturer narrative:
Device analysis report attached.